Event description:
The patient had a contour thread face lift with approximately 10-12 threads back in 2006. Intermittently since 2010, the patient has experienced erosion of her skin above the thread knots with purulent discharge on bilateral temporal regions. She has also experienced erythema, pain, and thinning skin behind both ears above the thread knots. The patient complains of systemic malaise, joint pain, chronic fatigue, and arthropathy. The patient has suffered headaches, anxiety, depression, and sleep interruptions.